Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left device. Device has been explanted.

Event description:
Healthcare professional reported deflation against left device. Device has been explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order # 611293 were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 which is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only (B)(4) 2020) no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and crease fold. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge), observed void 1 mm in non-textured, valve-to shell-bond area, voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 and striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. A sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Void on valve texture side assessed as a workmanship.

Event description:
Healthcare professional reported deflation against left device. Device has been explanted.